Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor siltex round moderate profile 275cc, catalog number 3542640. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 275cc breast implant and experienced deflation on the left side. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 5/20/2019, it was noticed that the lot number 174326 was erroneously misplaced in the serial number field in the intitial report 1645337-2019-08196 submitted on 1/30/2019. The proper fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Updated device evaluation summary: during evaluation the device a rent was observed on the anterior aspect, measuring approximately 1.0 cm, also a parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed.breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/28/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and red material was observed on the shell surface. During evaluation the device a rent was observed on the anterior aspect, measuring approximately 1.0 cm, also a parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. This record is related to a concomitant device; no anomalies were observed on it. Therefore, no further investigation is required. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the white and red materials observed. There is no evidence that the issue is related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).